Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (hcg) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified a failure in operator maintenance. The monthly decontamination procedure was not performed on time. Siemens is investigating the event.

Event description:
A discordant human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension rxl max with hm instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant human chorionic gonadotropin (hcg) result.